Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 11-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies and drawers had failed and were not detected on the communication bus. A field service engineer replaced the drawer controller on auxiliary drawer 4.1 and the bus controller on auxiliary drawer 4. The engineer then tested the system in hardware test mode, ejected all cubies, cleaned underneath, and popped all lids. Additionally, row board cables and retractable cables were inspected, and a firmware update was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer had failed, and device was not detected on the bus. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.